Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (243 mg/dl). Customer delivered a bolus to address elevated bg level. Customer reported that muscles cramp when experiencing an elevated bg. Tandem technical support assisted customer with carb setting as customer did not know how to turn this feature on.